Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[when pump attached to 8015 it causes the units to short out and does not allow for pump to be used even ones currently running. Causes the pump parts to turn off. The 8015 stays on. Tested on multiple 8015. Same issue on each.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[when pump attached to 8015 it causes the units to short out and does not allow for pump to be used even ones currently running. Causes the pump parts to turn off. The 8015 stays on. Tested on multiple 8015. Same issue on each.]. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b22, annex c: c20, annex d: d16. Additional information: remedial action required, remedial action #. Annex a: a01006, a0709, annex b: b01, annex c: c0601, c16, annex d: d0302, annex g: g0301204, g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[when pump attached to 8015 it causes the units to short out and does not allow for pump to be used even ones currently running. Causes the pump parts to turn off. The 8015 stays on. Tested on multiple 8015. Same issue on each.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[when pump attached to 8015 it causes the units to short out and does not allow for pump to be used even ones currently running. Causes the pump parts to turn off. The 8015 stays on. Tested on multiple 8015. Same issue on each.]. There was no reported patient involvement.